Event description:
It was reported that during device interrogation, noise resulting in oversensing was observed on the atrial, left ventricular, and right ventricular channels. As a result, the device lost inductive telemetry with the programmer. The device was reinterrogated to resolve the event, and the patient was in stable condition.